Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1100 mg/dl; cause was unknown. Reportedly, customer also lost consciousness. Bg was treated with intravenous fluids of insulin and saline. Customer was also treated with a physiological solution, hydration with crystalloids, calcium gluconate, bicarbonate, and oxygen therapy. Reportedly, the customer was released on (B)(6), 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. Customer was unable to confirm any issues with the insulin, infusion set, or cartridge at the time of the event due to loss of consciousness.